Event description:
New information noted that the atrial lead exhibited fracture.

Event description:
It was reported that the patient experienced exercise intolerance due to inappropriate mode switch. Low p waves and far field over sensing contributed to inappropriate mode switch. The right atrial lead was capped due to over sensing.

Manufacturer narrative:
(B)(4).

Event description:
New information notes that the right atrial lead was capped and replaced on (B)(6) 2017. Patient tolerated the procedure well.